Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of sensing. The lead was capped and replaced during a routine device upgrade procedure. The patient was in stable condition before and post procedure.